Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -11.5/+2.0/134 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for different power lens due to the doctor selecting the wrong lens power. The exchange resolved the problem. It was reported that the cause of the event was user error and that the device did not fail to perform as intended .

Manufacturer narrative:
Claim# (B)(4).